Event description:
It was reported that during an unknown procedure, the clip fell out upon clipping vessel, thus cutting vessel more, and causing more damage and bleeding. It is unknown how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: additional information requested: how much bleeding occurred? Were any blood products administered to the patient? Or was a new device used to sufficiently control the bleeding and clip the cut vessel? Was procedure successfully completed with the new device? Was there any change to the post op care of the patient? Was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: additional information requested: how much bleeding occurred? Were any blood products administered to the patient? Or was a new device used to sufficiently control the bleeding and clip the cut vessel? Was procedure successfully completed with the new device? Was there any change to the post op care of the patient? Was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip fell out upon clipping vessel, thus cutting vessel more, and causing more damage and bleeding. It is unknown how the procedure was completed. Patient consequence was not reported.